Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, there was a loose wire on the contact of the surface of the jaws on the vaso view hemopro. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. There were signs of clinical usage and evidence of blood. A visual inspection was performed; one side of the heater wire was bowed away from the jaw but remained attached. The silicone boots on the jaws showed an area of silicone heat damage on the contact surface of the cold jaw which is consistent with the type of damage seen when the device is activated while the jaws are in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. This problem is consistent with the type of deformation of the heater wire resulting from repeated activation with the jaws without tissue between them during the procedure. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformity recorded in the lot history. (B)(4).